Event description:
A tandem mobi cartridge alarm was reported by the customer. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address this, the customer used a correction bolus with a backup insulin pump and did not require third-party assistance. Technical support confirmed the cartridge alarm and noted that similar alarms had been reported with consecutive cartridges. As a resolution, technical support arranged to replace the pump with one featuring updated software, provided instructions for using the replacement, and sent a return box and pre-paid label for the problematic pump.